Event description:
The customer reported the device had a ¿dead battery¿. A review of the entire device error log during investigation found n56 (replace battery) alarms. The device displayed a dead battery alarm during self-test. The battery was replaced and the ¿change battery¿ soft key was pressed and the device passed the self-test without any alarms or warnings. The reported complaint was determined to be associated with a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.